Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately 3 weeks prior to the call, during the fill tubing step, no drops of insulin were observed to be exiting the end of the tubing during filling. The customer's blood glucose (bg) level was in the 300-500 mg/dl range. The customer took manual injections to address bg level. The customer changed out all supplies multiple times and the issue was resolved. Customer was able to resume insulin delivery.